Manufacturer narrative:
The tandem t:slim pump user guide indicates that: the t:slim insulin delivery system is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. Multiple attempts were made to follow up with the customer's status, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing consistent elevated blood glucose (bg) levels in the high 300's and low 500's mg/dl. Elevated bgs were treated by administering a manual injection and bolus using the pump. Tandem technical support offered to troubleshoot, however the customer's contact ended the call prematurely indicating that they were going to contact customer's healthcare provider for assistance.